Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with IV antibiotics for 2 days (specific date not reported) and oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023 and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 16, 2024.